Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08715 inches no over/under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump also passed tone check and vibrate check on self test. No audio/beep anomaly or vibrate anomaly noted during testing. The no delivery alarm with audio alert functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Unit had intermittent button response on the express bolus button and in the act button due to flattened dome switch (no crease). No button error alarm noted during testing. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experience low blood glucose of about 50 mg/dl when they wake up, due to their health issues. The customer was hospitalized due to high blood glucose and diabetic ketoacidosis with unknown blood glucose levels at the time of the incident. The customer reported bent infusion set cannulas led to the high. The pump did not alarm no delivery during the instances with kinked tubing. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was having hard to press keypad issues. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.